Event description:
It was reported that the balloon had ruptured. An agent dcb mr 2.50 x 30mm was selected for treatment. During the procedure, the balloon experienced a pinhole rupture on the proximal end when it was inflated to 11atm. The device was completely removed from the patient, and the procedure was completed successfully using another of the same device. There were no patient complications.